Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill the tubing process took longer than expected of insulin to fill. The customer indicated that the infusion set tubing would be changed. There was no impact to the customer's blood glucose level.